Event description:
It was reported that the implantable neurostimulator (ins) had not been working as well for 3 to 4 months. The patient was met by the manufacturer's representative on (B)(6) 2011 where, upon interrogation, 8-15 contacts in her system showed impedances of >10000 on all contacts except 9 and 12. The 0-7 contacts were within normal limits. The patient was unable to be reprogrammed for adequate coverage on the affected lead. The other lead was providing adequate coverage. The patient also mentioned she was exposed to a high-powered magnet at a family member's business. The patient did not realize she had encountered electromagnetic interference until after the fact. It was around that time that the patient noticed one of the leads was not working. The patient wanted to have the lead replaced because she stated the ins had been a "lifesaver." Additional information received reported the patient was having a thyroidectomy on (B)(6) 2011. A date for a replacement had not been scheduled. Additional information has been requested, but was not available as of the date of this report

Event description:
Additional information received noted that the patient's leads had moved, as confirmed by films. The patient had not been scheduled for revision yet, but will be in the near future.

Manufacturer narrative:
Final analysis of lead model 3777-60 lot # v111864013 showed distal end conductor broken; open circuits 0-3, 5-7, no shorts between circuits. Final analysis of lead model 3777-75 lot # v117590028 showed body outer insulation melted (suspected cautery artifact); no significant anomaly. (B)(4).

Manufacturer narrative:
Lead model # 3777, lot # v111864013, explanted 2012-(B)(6); lead model # 3777, lot # v117590028, explanted 2012-(B)(6). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
Additional information received noted that the leads were explanted and replaced. The patient underwent revision after her thyroid surgery. Breakage and dislodgement were noted. The patient recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: recharger model 37752 serial # (B)(4) implanted: na explanted: na; lead model 3777 lot # v111864013 implanted: (B)(6) 2009 explanted: unk; lead model 3777 lot # v117590028 implanted: (B)(6) 2009 explanted: unk; patient programmer model 37743 serial # (B)(4) implanted: na explanted: na.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.